Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample revealed no visual nonconformity. The phaco handpiece was connected to a resistance test box which found no measurable resistance from the high electrode to ground. The returned phaco handpiece sample was connected to a calibrated centurion vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. Phaco and I/a functioned as intended. No abnormal sounds or elevated shell temperature were observed. The phaco handpiece was connected to a dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to have unstable stroke on the longitudinal movement, however the stroke length met specifications per manufacturing test procedure (mtp). Additional testing of the piezoelectric crystals confirmed the crystals have a low dissipation, indicating they are not a contributing factor to the reported event. Destructive testing was performed and did not reveal any nonconformities. Testing found the phaco handpiece to meet specifications per mtp. Therefore, the customer reported event was not able to be confirmed. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in section h.6 and h.10. The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. Refer to the attached file. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that phacoemulsification (phaco) handpieces (hp¿s) did not have any power to break down the cataract on three separate procedures. The hp¿s passed prime/tune but had no power in the ¿sculpt¿ phase. The staff changed the handpiece tip¿s, cartridges and re-primed the lines, with no effective result. The procedures were completed using alternate hp¿s with no harm to patient¿s. Additional information was received indicating there was only one patient involved and not three as stated above. This is the first of three reports for this patient.